Event description:
It was reported that the procedure was to treat re-stenosis of an arteriovenous fistula with moderate tortuosity and heavy calcification. The 7.0 x 80 mm foxcross balloon was advanced and inflated to 13 atmospheres (atm); however, during the second inflation of 24 atm, a balloon rupture occurred. The distal portion of the balloon material separated and remained on the guide wire. The separated portion was removed using suction through the sheath, and by removing the sheath with the balloon material inside. A new sheath was used with a cutting balloon, and the procedure was continued successfully. It was noted that the foxcross balloon was prepared per the instructions for use. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the warnings section of the foxcross pta catheter instructions for use (IFU) states: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. Use of a pressure monitoring device is recommended. It is likely that as the balloon was inflated above the rbp, the balloon ruptured. Furthermore, during retraction, the ruptured balloon material may have interacted with the lesion, causing the balloon and inner member to tear and separate. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.

Manufacturer narrative:
(B)(4). Above rbp. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).